Manufacturer narrative:
B1: removed adverse event, no serious injury was reported.

Manufacturer narrative:
During the evaluation of the returned samples, there were no leaks detecting fleeing from product in joins or air vent filter in any of the samples. No fault was found with the returned products. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received indicating that during a twenty-four (24) hour continuous infusion of chemotherapy (doxorubicin, etoposide and vincristine), a smiths medical cadd administration set leaked at the air-eliminating filter. It was reported that the patient was started on the infusion at the hospital and then sent home for the remainder of the infusion. Per reporter, the patient returned to the hospital at the end of the infusion stating that the set had leaked and that their bedsheet was wet. It was reported that no medical intervention was required, and the patient was subsequently admitted to the hospital for the remainder of their chemotherapy cycles. It was also reported that two nurses reported skin exposure that required cleaning of the affected skin and one nurse reported inhalation of chemotherapy due to the leak. No adverse patient effects were reported.